Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the common femoral artery using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician unintentionally applied excessive force on the cat6 and it became kinked. The procedure continued using a new cat6. There was no report of an adverse effect to the patient.